Manufacturer narrative:
It was also noted several complaints have been received by this facility regarding erroneous ammonia results since 2002. One example was provided for another laboratory in which initial result was 0 umol/l, repeat was 50 umol/l. Additional information regarding these events and any other patients that may have been involved in these prior events was requested but no further detail was provided.

Event description:
Customer measured a patient sample for ammonia that initially gave 0 umol per l and repeated on a different analyzer gave 80 umol per l. Per customer, neither hemolysis nor lipemia were present in the sample. No information was provided to determine if any adverse events occurred. If additional information is received, appropriate notification will be provided.